Event description:
Customer discovered, while performing functional checks, the expiratory solenoid continued to cycle with no gases attached. The ventilator was taken to the biomedical department. The biomed is still evaluating the ventilator and the defective part is unknown. There was no patient involvement or injuries.